Event description:
It was reported that cartridges were leaking in the ilet after the first bolus, not during tubing fill, with observed air bubbles in the cartridge and lack of drops at the infusion site; guidance was provided to leave a gap between the plunger and cartridge bottom, remove all air bubbles, insert the cartridge before attaching the connector and tubing, and avoid inserting with the connector attached. Symptoms included no insulin delivery evidenced by absent drops at the infusion site. Outcomes included device use interruption with troubleshooting and education provided, without alerts, alarms, or medical intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed user handling factors likely contributed, including potential plunger positioning, air entrapment, and insertion sequence. It was concluded that the device function appeared consistent with design when prepared and inserted per instructions, and that user technique likely contributed to the reported leakage.